Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device evaluation was corrected and pump data log review was completed and based on the investigations there is no evidence that the pump experienced a malfunction or failure. Previously submitted investigation codes that were submitted on follow up #1 report were submitted in error; remove codes c10, d0108, g02008.